Event description:
It was reported that an infusion of heparin was ordered to infuse at 750 units/hr. However the pump was programmed at 750 ml/hr. The entire 500 ml container was infused. The partial thromboplastin levels were elevated. Protamine sulfate was administered to the pt and the pt's next day surgery was postponed. The pt returned to pre-incident status afterwards.